Event description:
It was reported that during an intracept procedure, the patient had fluids coming out of him. The patient was under anesthesia when the physician decided to abort the procedure due to the patient aspirating. As a result, 911 was called for the patient. The physician assessed the event as not related to the device or the procedure, as the patient's issues did not involve the tools or the intracept procedure. The cause of the patient's complications and the patient's current status is unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Per the IFU, it states that improper surgical use and technique may lead to suboptimal clinical outcomes. A risk review was completed and confirmed that the event of aspiration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk associated with the use of the intracept intraosseous nerve ablation system. Therefore, this event is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that during an intracept procedure, the patient had fluids coming out of him. The patient was under anesthesia when the physician decided to abort the procedure due to the patient aspirating. As a result, 911 was called for the patient. The physician assessed the event as not related to the device or the procedure, as the patients issues did not involve the tools or the intracept procedure. The cause of the patients complications and the patients current status is unknown. No further information has been obtained despite good faith efforts.